Manufacturer narrative:
The problem occurred with the primary set, not the secondary set. The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Leak test, pressure test and clear passage test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set failed to prime. The customer stated that the solution bag was squeezed to initiate flow and they were using lactated ringers to prime the lines. There was no patient involvement. No additional information is available.